Manufacturer narrative:
Product ID: neu_unknown, serial# unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient's stimulation depleted to off yesterday so now their back was killing them this morning, and the patient said when their implant was off, their back started hurting. They called back in and stated they needed a new power cord for their pain stimulator. They lost their power cord for their desktop charger and therefore they hadn't been able to charge their recharger to use it to charge his stimulator. They noted their symptoms were sudden. No further allegations/complications were reported.